Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: multiple device alarms when auto-programming norepinephrine/epinephrine, IV pumps shutting off during the process of new bags being scanned and rate changes. This is specific to norepinephrine and epinephrine. During the send details prompt from epic nurses are receiving code "2042", the pump rings like "a telephone" and then shuts down. Health professional had another event at 8:40 am and the rn grabbed me to witness what was occurring. I was able to capture a video of the pump (no patient information was compromised). The pump has been tagged and is in my office and another midas was entered. I advised the rn to use the norepinephrine offline.